Manufacturer narrative:
This complaint was confirmed by review of provided photographs. Visual examination of the provided pictures found a piece of the impactor fractured off. The device was not returned for further evaluation. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product found signs of repeated use (nicked and gouged) and is fractured. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral impactor cracked and fractured, on the first hammer hit. No excessive force was used during impaction. No pieces were left in patient. Surgery was proceeded with another femoral impactor. No additional information is available.